Event description:
Pt had appointment in 2002. Pt received inferential e-stim treatment. The e-stim unit needed to be put up higher than usual in intensity. A small white pressure area was noted on left lower back area from electrode. Twelve days later returned for treatment and states they developed scab on back in area of last treatment. Small scabbed area noted by therapist on left lower back. Pt told to use bacitracin to area and have family monitor healing of area. Equipment has been removed from svc pending evaluation by biomedical engineering.